Manufacturer narrative:
Product event summary: the lead was returned for analysis which is pending. Performance data collected from the device was also received and analyzed. Analysis revealed the right ventricular (rv) lead superior vena cava (svc) defibrillation coil impedance was out of range high. There was a patient alert for out of tolerance subthreshold lead impedance (B)(6) 2013. Daily high voltage lead trend data shows an increase for svc defib equal to 47 to 254 ohms peak between (B)(6) 2013.

Event description:
It was reported that there was a patient alert for the right ventricular (rv) lead superior vena cava (svc) coil having a sudden rise in impedance to greater than 200 ohms. An x-ray had a clear visible fracture of the svc coil. The patient was hospitalized until the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. It was also noted that the distal conductor of the lead was extrinsically over-rotated, the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted and fractured due to pulling/stretching/overstress, and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analyst commented that the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224vrc implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.